Event description:
A presented with mobile implant, pain and exudate tooth area #4, two unit implant supported bridge. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1996-120.

Manufacturer narrative:
During inspection it was noted that the part number is 0804, not 0803 as originally reported. No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history was not possible since the lot number was unavailable from the doctor.